Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). The device was assessed in the hospital and the pump would no cycle properly. A surgery was performed to remove and replace the pump. The ipp cycled properly after replacement. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.